Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Subsequently, it was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. Additionally, it was reported that out of range issues occurred between the transmitter and pump for an unspecified amount of time with no continuous glucose monitor (cgm) sensor readings. The customer's blood glucose level ranged from 90-150 mg/dl. Reportedly, customer reverted to a backup insulin pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.